Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The article reported that multiple patients underwent a thrombectomy procedure with the subject retriever. An unspecified time after the procedure, 4 patients experienced subarachnoid hemorrhage. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown; however, the timeframe listed in the article is listed as starting from (B)(6) 2011.the subject device was disposed in the hospital.

Event description:
The article reported that multiple patients underwent a thrombectomy procedure with the subject retriever. An unspecified time after the procedure, 4 patients experienced subarachnoid hemorrhage. No additional information is available.